Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, chronic totally occluded, and heavily calcified lesion in the proximal left anterior descending artery (lad). Following pre-dilatation with a non-abbott balloon catheter, a 3.5x15mm xience alpine stent delivery system was advanced; however, resistance with the anatomy was felt. The sds was pushed forwards and backwards through the calcified lesion. The 3.5x15mm xience alpine stent reached the lesion site and was fully deployed when it was noted that the proximal edge of the stent struts were flared. An attempt to remove the stent was made; however, it was not possible due to the heavy calcification. A 3.0x15mm xience alpine stent was deployed to overlap the already deployed 3.5x15mm xience alpine stent. The procedure was successfully completed with the deployment of a 2.75x33mm xience alpine in the distal lad and post-dilated with a 3.5x15mm nc traveler. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would not be returning; however, the device was returned for evaluation. Method code 4117 was removed. Evaluation summary: a visual inspection was performed on the returned device. The reported physical resistance and difficult to remove could not be tested as they were based on operational circumstances. The reported material deformation could not be tested as the stent was not returned for analysis. The investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.